Event description:
Covidien received medwatch report (B)(4) stating after intubation, the patient's oxygen saturation decreased and the patient's skin became "ashen" colored due to a cuff leak in the endotracheal tube. The information provided suggest that extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Referencing related medwatch report # 2936999-2014-00373, 2936999-2014-00375, 2936999-2014-00376.